Event description:
The customer reported to the philips response center (rc) that while they were performing preventive maintenance on the device the user initiated operational check (opcheck) failed to produce the audio prompt "shock delivered". There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.